Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. It was determined that the warm up restart during a sensor session was related to the mobile application. No product was provided for investigation. Data was provided for investigation. The problem of sensor failure after warm up was confirmed .it was indicated that the smart device operating system was not supported, which is off label use of the device. The probable cause could not be determined post investigation.